Event description:
It is reported that: the patient complains of his knee rubbing, popping back and forth, and making a clicking sound when he walks. The patient inquired whether this is standard for the product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The event was confirmed. Device evaluation and results: device evaluation was not performed as no devices were received. Device history review: a review of the device history records indicated that the devices were manufactured and accepted into final stock with not reported discrepancies. Complaint history review: a search of the super and chs complaint databases indicated the devices were manufactured and accepted into final stock with not reported discrepancies. Similar events have occurred for the us shapematch cutting guides (B)(4). The reported audible noise in range of motion is considered to be under the scope of this recall.

Event description:
It is reported that: the patient complains of his knee rubbing, popping back and forth, and making a clicking sound when he walks. The patient inquired whether this is standard for the product.